Manufacturer narrative:
Lot number information.

Manufacturer narrative:
Additional information received on 08/19/2020: updated initial reporter information and device information (product ID and lot number).

Event description:
Allegedly, patient revised due to unknown mom complications.